Manufacturer narrative:
The customer¿s report of a free flow event prior to the administration set being connected to the patient could not be confirmed. The source pump module s/n (B)(4) was received in good condition. There was some dried fluid observed on both male and female iuis. There were no irregularities observed during the internal inspection. The pcu logs and dataset were not returned. The profile, drug ID and programming parameters could not be confirmed. The review of the pump module error log showed no errors or malfunctions on the reported incident date. Testing performed on the pump module found the device was slightly out of specification and under infusing. The pump module was successfully calibrated and operating in specification. Physical inspection found no irregularities. The root cause of the customer¿s complaint of a free flow was not identified.

Event description:
The customer reported the labor and delivery department experienced a free flow event of an unspecified medication prior to the tubing set being connected to the patient. The device was removed and sequestered. There was no report of patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the labor and delivery department experienced a free flow event of an unspecified medication prior to the tubing set being connected to the patient. The device was removed and sequestered. There was no report of patient harm.